Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports the roller clamp was closed, but flow did not stop through the tubing. This occurred while connected to a patient; however no overinfusion occurred. Normal saline was in the tubing being used for a moderate sedation case. A kvo was started, but noticed fluid still flowing. There were no patient injuries.